Event description:
The device was used during a laparoscopic cholecystectomy procedure. The gasket of the device was torn and dropped into the pt. The gasket was retrieved from the pt. There was no pt consequence.

Manufacturer narrative:
H6; code 100: torn seal. Facility experienced an event with endopath one seal trocar reducer cap while performing a lap cholecystectomy. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #973551. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: base snap condition, bellows condition, crown ring engagement, and top snap condition, good; and seal condition, torn. Analysis conclusion: based upon the inquiry info received and the visual examination, it was concluded that the seal had become torn, making the instrument non functional. The instrument was received with a torn seal and approx. 1/16 of inch. The complete circle of the seal tore free at the orifice opening and was not returned. No conclusion could be reached as to how the seal had become torn. Each instrument is evaluated during the assembly process to ensure that it functions properly. The centering of the instrument upon insertion or removal may reduce the possibility of the seal being inadvertently damaged. Co strives to understand each incident as it occurs in order to continuously improve the products.